Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had repeated failed battery test alarms and low battery alarms on their insulin pump. The customer stated they did not perform excessive button pressing or perform daily rewinds. Customer's blood glucose was 126 mg/dl at the time of the call. Troubleshooting could not be completed at the time of the call as the customer did not have a new battery available. The customer also declined to troubleshoot for the weak battery alarm they received. Customer declined to return the insulin pump for analysis.